Event description:
It was reported that during the surgical procedure, the tip of the tenaculum forceps instrument broke and a piece fell inside the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned with the wrist section cut off at the distal end of the main tube. The wrist was also returned with the instrument. Per the customer reported complaint, engineering observed that the instrument wrist had broken proximal clevis and pieces of the proximal clevis were missing. Engineering evaluation determined that the failure mode experienced by the customer was a result of damage to the proximal clevis at the main tube interface. As indicated in the complaints notes, the broken piece was successfully retrieved from the patient.